Event description:
The hosp reported that during preparation for multiple coronary artery bypass grafts surgery, two heartstring seals cracked while loading the seals into the delivery tube and one did not deploy into the aorta. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reporter by the hosp. This report is for the first seal that cracked and a subsequent seal was used to attempt completion of the procedure.